Event description:
It was reported that the patient presented with noise on their right ventricular (rv) lead due to myopotentials. The noise from myopotentials led to oversensing and pacing inhibition. Therefore, the physician elected to extract and replace the rv lead successfully. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. Final analysis found that the insulation was abraded at 9.2cm to 9.8cm from the connector pin. The abrasions were consistent with exposure to constant friction against the device can.